Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g4; h2; h3; h4; h6. Reported event was confirmed via review of medical records by a health care professional. Review of the available records identified the following: a study patient had a left total hip arthroplasty, subsequently, she complained of severe pain with activity and was diagnosed with left hip iliopsoas/flexor tendonitis, trochanteric bursitis, and abductor tendonitis. Pt had pre-op history of trochanteric bursitis, and initial expected slower recovery time due to other comorbidities and medications r/t anxiety and insomnia, therapy may have been missed/delayed due to covid-19. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on reported event.

Manufacturer narrative:
(B)(4). Concomitant medical devices: 010000857-g7 neutral e1 liner 36mm e-6592218; 192008- echo por fmrl nc 8x120mm- 083280; 12-115120-cer bioloxd mod hd 36mm -3 nk-2986013. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02028, 0001825034 - 2020 - 02029. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient complained of severe pain with activity and was diagnosed with left hip iliopsoas/flexor tendonitis, trochanteric bursitis, and abductor tendonitis 3 months¿ post implantation. No revision has been scheduled. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient continues to experience pain, difficulty with self-care, as well as problems with ambulation at the six month and one year follow-ups. Physical therapy pre-scribed. Outcome pending. Attempts have been made and additional information on the reported event is unavailable at this time.